Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot and partially broken off reservoir tube lip noted. However test reservoir locked properly in reservoir tube. No missing o-ring (reservoir tube) noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 100 mg/dl. The customer stated that there is piece of plastic broke off and so did the seal on the reservoir compartment where you screw the reservoir in and out. The customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. . The customer was advised that the device would be replaced and agreed to return the product for analysis.